Event description:
Title: comparison between maternal complications of chromic catgut and vicryl rapid sutures used for episiotomy repair. A total of 202 patients underwent episiotomy. At end of procedure, females were randomly divided in two groups. In group a, females underwent suturing by using vicryl rapide [ethicon]. In group b, females underwent suturing by using chromic catgut. Reported complications are: n=; postoperative pain. Treatment: not mentioned. N=3; wound infection. Treatment: not mentioned. N=6; inflammation at wound site. Treatment: not mentioned. N=2; wound dehiscence. Treatment: not mentioned. It has been concluded that vicryl rapide is more effective for episiotomy wound and lead to less wound complications and pain as compared to chromic catgut.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: doi: not provided. Please see article attached.